Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter was reading inaccurately compared to their feelings and/or normal readings. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy first occurred at an unspecified time on (B)(6) 2016. At this time the patient obtained blood glucose readings of 600, 28 and 46mg/dl on the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that they had immediately passed out as a result of the alleged product issue and due to this they were taken to hospital where they were treated with lantus and novolog insulin by a healthcare professional. The patient's blood glucose was measured on a hospital device at this time but the result which was obtained was not provided. The patient was also hospitalized on (B)(6) 2016 for an unspecified period of time. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and the patient did not have control solution available to walk through a retest. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurate readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.